Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Physio-control observed proper device operation through functional and performance testing. Physio-control also performed a clinical review of the reported event and determined that based on the available information, the device use did not contribute to the death of the patient. It was observed that the downtime of the patient was approximately 30 minutes before CPR was initiated and the ECG record from the back-up device, which arrived approximately 18 minutes into the event, showed the patient to be in an asystole rhythm. After evaluation, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer¿s device did not recognize the paddles lead (therapy electrode) and showed a dashed line in the monitoring screen when monitoring a patient. There was patient use associated with this event and the patient had expired. It was reported that the patient had been down for approximately 30 minutes before CPR was started. A back-up device was used on the patient when the first device did not recognize the paddles lead and the patient's rhythm was reported to be asystole. It was also reported that the customer had used third-party therapy electrodes.